Manufacturer narrative:
DHR/bhr review lot#4198683. The products of this batch were assembled at intima ii auto line 2 in august 2024, and packaged at r240 package line and cfs package line in august 2024. Work order quantity was (B)(4) ea. Review the in-process test reports and outgoing test reports, and all test results meet the product specifications. Review the production records with no nonconformance, deviation or rework activities. No defective sample and photo have been received for the complaint. The retained sample of this batch is taken for the pull force test of the catheter (to simulate the human environment, the sample needs to be soaked in warm water at 37 ° c for 72 hours before testing), and the test result is within the product specifications. Please see the attached test report. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since the specific site and the states of the broken catheter cannot be identified, the root cause of the catheter break cannot be confirmed.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm catheter broke / separated before placement. The patient was admitted to the hospital with gastrointestinal hemorrhage, and at about 15:00 on the afternoon of the 21st, the nurse was given a venous needle puncture of the right upper extremity, and saw the return of blood, fixation, and patency, and the family informed the nurse on duty that the patient pulled out the needle on his own, and the nurse immediately viewed the needle, and found that the needle hose was missing in its entirety, and immediately pressed on the proximal part of the puncture site above the puncture site, and notified the duty once and was given a bedside ultrasound examination, which showed that the right anterior wall in the upper part of the cephalic vein internal diameter thinning, the lumen is not clear, to be x-ray examination, showing that the right ulnar radius in the lower part of the soft tissue around the no obvious positive foreign body shadow, the pulmonary artery trunk and branches of the no obvious positive foreign body shadow, looking for the patient's bed unit around, did not find the missing part. 21:30 the doctor took a new indwelling needle for testing and found that the hose is very easy to pull out even the root.